Manufacturer narrative:
(B)(4).

Event description:
A customer reported an event of a white mist and bad smell emitting from the sterrad® 100nx sterilizer while running a cycle. There was no report of any injuries or human reactions. The customer was advised to discontinue use. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Initial reporter facility name correction from johnson & johnson to faculty of (B)(6) hospital device evaluated by MFR: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells/haze/mist issue and system risk analysis (sra). ¿the DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿trending analysis of the odor/smells/haze/mist issue was reviewed from july 2017 to january 2018 and no significant trend was observed. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were available for return and further analysis. The assignable cause of the odor/smells/haze/mist issue is the oil mist filter, catalytic converter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
Additional follow-up information was received and the affiliate clarified the hcw did not have a minor airway irritation, but only smelled a ¿bad smell of oil.¿ (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The vacuum pump oil, catalytic converter and oil mist filter were replaced to resolve the odor/smells and haze/mist/vapor issue. Unit meets specifications and was returned to service. It was initially reported there were no injuries associated with this event. Upon further follow-up on 2/24/2018, it was reported a healthcare worker (hcw) smelled h2o2 and experienced minor airway irritation while in the sterile processing room. Based on the new information received, the minor respiratory reaction suggests the event was not serious. The hcw did not seek medical attention, and there is no report that medical or surgical intervention was required to preclude a permanent impairment of a body function or permanent damage to a body structure; however, this event was previously reported as a malfunction subsequent to a serious injury for the report of odor and haze. (B)(4)